Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 75% stenosed, 30cm long target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 5.0mmx220mmx150cm sterling balloon catheter was advanced for dilatation. However, during the third inflation at 12 atmospheres, the balloon ruptured. The procedure was completed with a different device. There were no patient complications reported.